Event description:
It was reported that the patient continued to dislocate. The doctor revised the patients cup, screw, liner and femoral head. He thought the cup was initially undersized and not the correct anteversion. Once the cup, screw, liner and head were removed, he then reamed up inside to find the correct size for the acetabulum. The new cup was implanted, liner was implanted and trial femoral head was put in. The doctor did a series of tests for stability and the patient dislocated on the table. We then had to remove the insert we just put in and put in a 0 degree ecc 36 liner, re-trialed femoral head and patient was stable at this point. The doctor then implanted real femoral head, closed the patient in the usual fashion and sent to recovery in satisfactory condition.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.